Event description:
It was reported that during an unknown procedure, there was an incomplete staple and cutting line. After firing, the reload jumped out of the device and fell into the patient. Performed a laparotomy to retrieve the reload.